Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region #20, it was verified its non-osseointegration. Ten ncm of primary stability was achieved and immediate load was not performed.